Event description:
International affiliate reports the tip of the skyline screwdriver broke off while inserting a skyline screw. The broken tip was retrieved. As there are two of the screwdrivers in the set, the second one was used. There were no adverse consequences to the patient and no resulting delay to the procedure.

Manufacturer narrative:
Device manufacture date: jan-06-2010, jan-21-2010, jan-29-2010; examination of the returned skyline spring clip driver noted that the tip of the driver had broken off from the instrument. An optical image of the fractured surface revealed plastic deformation of the instrument¿s spring tips and torsional shear markings following a circular pattern. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or abnormalities were observed in this analysis. Review of the device history record found no discrepancies. Review of the complaint trend analysis found no emerging trends. Complaint trends will continue to be monitored through the depuy spine monthly complaint review meetings and worldwide post market surveillance activities. The root cause for the driver tip breaking cannot be positively identified. However, the fracture analysis revealed that the driver underwent a quasi-static torsional shear failure. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is received that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.